Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a15 captures the reportable event of clip would not release from catheter.

Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip device was used in an unknown procedure performed on an unknown date. During the procedure, the clip clamped onto the tissue; however, the clip did not open and release from the catheter to deploy. The physician pulled that clamp out with the tissue attached through the scope. The procedure was completed. There were no patient complications reported as a result of this event.